Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review found patient tested positive for staphylococcus warneri, indicating infection of knee. Allergy test results found patient demonstrates contact dermatitis (sensitivity/allergy) to nickel, cobalt, palladium, zinc, and other listed allergens. Further medical records were not provided. The patient tested positive for staphylococcus warnerai however as product information was not provided it cannot be confirmed whether the patient is allergic to their implants. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2021-03288; 0001825034-2021-03289; 0001825034-2021-03291. Concomitant products: unknown vanguard articular surface: catalog#ni, lot#ni; unknown vanguard femoral component: catalog#ni, lot#ni; unknown vanguard patella component: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty. For 15 months post implantation, the patient has been experiencing pain, synovitis, and reduced mobility. The patient has been seeking treatment to assess and determine whether an allergic reaction is occurring. At the time of this report, products remain implanted. Final outcome is pending. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty. For 15 months post implantation, the patient has been experiencing pain, synovitis, and reduced mobility. Knee aspirated on unknown date with results of staphylococcus warnerai, indicating infection of knee. Symptoms started approximately 5 weeks post implantation. Attempts have been made and no further information has been provided.